Event description:
The customer contact reported that during routine testing at the user facility, the device touchpad was found to be out of calibration. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was unable to be calibrated after cleaning and was then replaced. This was due to a broken touchscreen pad. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.